Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
Hvad® pump (B)(4) was not returned for analysis as it remains implanted in the patient. The controller was not returned as it is still in use with the patient. Analysis of the controller log files reveal multiple "electrical fault" alarms and a "vad stopped" alarm corresponding to the reported event. The root cause of the disconnection is that the patient dropped his patient pack (which contained his controller), and the tensile force exerted to the driveline connector caused the pins to be disconnected from the contact block, causing the pump to stop. An emergency driveline repair was performed by hospital personnel and was successfully able to restart the pump. A permanent driveline repair was performed by a heartware field service engineer in order to mitigate and remediate the conditions reported under the event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The patient was discharged home later on that same of the permanent driveline repair. No additional information will be forthcoming.

Event description:
Approximately ten months after the implantation, the patient reported that he had dropped his patient pack (which contained his controller) and that his controller indicated a vad disconnect alarm. He further reported that he had dropped his patient pack a number of times in the past but with no effect and/or alarms. He performed a controller exchange with no reported patient injury but this did not resolve the alarm status. The patient was transferred to the hospital where the controller was again exchanged with the same result. During the pump off time, the patient was reported to have dyspnea on exertion. However, he remained essentially asymptomatic while at rest. The driveline connector was inspected by the site and this revealed four recessed pins. The patient was started on inotropes and is reported to have been stable with an ejection fraction of 15%. The site performed an emergency splice repair and contacted heartware field clinical engineer. Heart ware field service engineer went to the site, evaluated the patient and performed a pump driveline splice repair. The patient was discharged home later on that same day. Investigation is ongoing. Investigation is ongoing.